Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Insulin pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window.

Manufacturer narrative:
The information related to auto mode that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was stated that auto mode feature was not active at the time of high blood glucose event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2019 with blood glucose of 440 mg/dl at the time of the incident. The customer was at 139 mg/dl at the time of the call. The customer used the pump and manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated their pump was working on and off. The customer disconnected and did a fill cannula and no insulin came out. The customer believes the pump is under delivering. Troubleshooting was completed and no issues were found. The customer reported a low of 23 mg/dl on (B)(6) 2018 and a high of 493 mg/dl on (B)(6) 2019. The low was treated with glucagon and food. The insulin pump will be returned for analysis.